Manufacturer narrative:
To date, the device involved in the reported incident has not been reported for eval. An investigation has been initiated based upon the reported info.

Event description:
According to the physician, the mpm16 unit stopped working during surgery. It was connected to a camino pic but the mpm16 failed to show the graphics, thus hindering the monitoring of the pt during surgery. No alleged pt injury was reported. Product revision was not required. Other medical intervention was not needed. The monitor was brought back to the distributor and it was checked by connecting it to another camino pic. The screen remained blank. Add'l clinical info has been requested.